Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies other than procedural damages.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The left ventricular (lv) lead was unable to capture and the lv lead was noted to be dislodged into the atrium. The lv lead was explanted and replaced. The patient had no adverse consequences.